Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was located in the left anterior descending (lad) artery. A csi viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed two runs at low speed and one run at high speed. The oad was removed and the physician followed-up atherectomy with balloon angioplasty. At this point, angiography revealed a perforation in the lad. The physician was able to successfully resolve the perforation and the patient status remained stable throughout the procedure. Additional information was requested, but was denied by the facility.